Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found experiencing two occurrences of producing false positive results. Eua# (B)(4). The following has been provided by the initial reporter: tried 2 tests that came out positive went to the doctor and paid for an actual rapid test which came back negative.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found experiencing two occurrences of producing false positive results. Eua#: (B)(4). The following has been provided by the initial reporter: tried 2 tests that came out positive went to the doctor and paid for an actual rapid test which came back negative.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive (twice)¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿went to the doctor for an actual rapid test which came back negative¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.